Event description:
It was reported by service report that the head end of bed would not go down. It is unk if there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
User facility had attempted to fix product on their own. Syk field tech went out to repair but will need to return in order to get the product repair completed.